Manufacturer narrative:
A5/a6) patient ethnicity and race - not available from facility. B6) relevant tests/laboratory data - not available from facility. D4/h4) the lot number was not provided; thus the following information is unknown: unique ID, expiration date, and manufacture date. H3) the lld ez was discarded, thus no product investigation was performed. H6) per IFU, perforation is listed as a potential adverse event with use of the lld device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove two (capped and active) right ventricular (rv) and one right atrial (ra) leads due to fracture. Spectranetics lld ez lead locking devices were inserted into each lead to provide traction. Beginning with a spectranetics 14f glidelight laser sheath, along with a spectranetics medium visisheath, the ra lead was successfully removed. Then, targeting the capped rv lead with the 14f glidelight, calcium was encountered, and switched to a spectranetics 13f tightrail rotating dilator sheath. Advancement was made down to the lead tip, and with traction from the lld, the lead freed from the heart and was removed; however, the patient¿s blood pressure dropped. A pericardial effusion was detected via transesophageal echocardiogram (tee), and rescue efforts began, including rescue balloon and sternotomy. An rv perforation was discovered and repaired, and the remaining rv lead was removed post-sternotomy. The patient survived the procedure. This report captures the lld ez device providing traction to the rv lead when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.